Event description:
During the atrial fibrillation pfa procedure, communication issues resulted in a procedural delay. The catheter was inserted into the left atrium and the balloon was inflated. Several splines appeared orange making it not possible to perform the baseline. ¿electrode not detected" error message was displayed. ECG electrodes were repositioned and replaced, the balloon was deflated and reinflated, the volt catheter was disconnected and reconnected, the current generator was powered off and all cables disconnected, a full ensite x system restart, the ensite amplifier was powered off and restarted, the pc was restarted, a new procedure was started, the current generator was powered on and all cables were reconnected. The electrodes remained orange despite all troubleshooting steps. The catheter was replaced which resolved the issue. The procedure was completed with no adverse patient consequences.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One volt pfa, sensor enabled catheter was received for evaluation. Splines 1-8, the shaft electrodes, and the sensors met specifications of acceptable resistance values with no open or short circuits detected. The catheter was connected to a pfa generator. The catheter displayed correctly on the screen with no anomalies or error messages displayed after therapy. The eeprom read normally with no anomalies noted. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported issue remains unknown.